Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had a red and bumpy rash on her back under the therapy electrodes. The rash was not open. The patient's physician advised the patient to use an antibiotic on the rash. Follow-up indicated that the rash had cleared.